Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001480 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. Before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient¿ body, physician discovered leakage of saline from the hemostatic valve during injection of saline. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence.